Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the driving cap/threaded (part # 03.010.523, lot #: l800840) was received at us cq. Visual inspection of the received device showed the threaded distal tip broken and the broken tip of the driving cap was stuck in the mating device insertion handle (pi-16305198340479404). No other issues were identified with the device. The complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # l800840). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = part: 03.010.523-us, lot: l800840, manufacturing site: bettlach, release to warehouse date: 17 may 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while inserting the femoral nail, the driving cap component broke off and fell on the floor. The threaded portion of the driving cap that threads to the insertion handle broke at the threads. The surgeon had to mallet on the insertion handle to finish inserting the nail. No fragments were generated. The procedure successfully completed. No patient consequences. Concomitant device reported: unk - nail (part# unknown; lot# unknown; quantity: 1). Radiolucent insertion handle (part:03.033.001; lot:l750725; quantity:1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This report is 2 of 2 for (B)(4).